Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication application was not launching automatically and the station was stuck on a blue screen. A technical support specialist (tss) guided the customer to perform a hard reboot of the station, after which access to the medication application was successfully restored. The tss confirmed that the issue was resolved and documented that permission was provided to close the case. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication application was not launching automatically and the station was stuck on a blue screen. However, there were no delays, adverse events or injuries reported based on this event.